Event description:
Defective IV tubing noted during line change with new tubing. Despite repeated priming, alaris pump was alarming 'air in line'. There were four attempts at priming, and three pumps were used. No visible air in the infusion set. There was a delayed insulin administration.